Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. In addition, it should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. See MDR 3004939290-2014-00489 for second device.

Event description:
The following information was reported: two devices were used and both had the balloon pop with a patient with pvd in the puncture vicinity. Manual compression was applied for 20 minutes. The patient was not hospitalized.